Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report air bubbles in the reservoir. The customer's blood glucose reading was unknown. The customer threw the reservoir away and could not provide a lot number. The reservoir was replaced.